Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported clip not deployed in the intended spot was confirmed based on the returned device condition. The manufacturing group investigation identified the potential of a product quality issue related to the manufacture of the device. A review of the lot history record identified one manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar incidents from this lot. The reported event was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Review of the labels attached to the device history record for this lot was conducted and label indicated an expiration date (use by date) of february 01, 2018 and the procedure date was (B)(6) 2018 which is 36 days post expiration. It should be noted the starclose instructions for use in the graphical symbols for medical device labeling section indicates the use by symbol which is the next to the expiration date. In this case, the use after expiration would not have contributed to the reported event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an abdominal aorta run off procedure. Reportedly, a misfire occurred with starclose device. The clip of the starclose se was deployed; however, it deployed in an unspecified location in the patients anatomy. Hemostats were used to retrieve the clip. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.